Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2019, the reporter contacted animas, alleging a display (segments missing) issue. The reporter alleged small section of pixels missing on display; vertically on the right-hand side, top to bottom. The reporter stated that the screen was able to be read safely and declined to return the pump to the manufacturer. There is no indication the alleged product issue caused or contributed to an adverse event. This complaint is being reported because the issue may impact the user's ability to read some or all the information on the screen which may result in over or under delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 27-aug-2019 with the following findings: the pump was powered on and investigation revealed a vertical line on the display due to missing pixels. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.